Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump turned of middle of the night without any warning and insulin pump display was either too dark or light not bright enough. Customer also reported that insulin pump received failed battery alarm after changing multiple new (B)(6) batteries and also received no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.